Event description:
It was reported that the pt's device would turn off every day. The pt would use her pt programmer to turn it back on but it would turn off 15-20 minutes later. When the pt first received the device, it was reported that it worked great. She has gone to her physician several times to have her device turned back on. Further info is being requested from the hcp.